Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii video system center displayed no image with a loner processor. The initial event occurred during a therapeutic colonoscopy and all other events were found prior to procedure. The procedure had to be completed using a scope that was too small for the patient. There was no reported patient harm or medical interventions required. The customer stated 190 scopes operate properly with the cart. They have attempted (2) maj-1430 communication cables and one of which was brand new, as well as (3) cv-180 scopes.